Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 failed to detect on the bus and it was unable to recover. The field service engineer (fse) had tested drawer 3.1 using the hardware test application (hta), releasing all cubies. The station had been shut down, and all cables in drawer 3 had been reseated. After restarting the station, the fse conducted another test in the hta and reinstalled the cubies. All tests had been successful, and the application had been restarted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not detected on the bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.